Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Event description:
It was reported that the patient was in clinic for device check. Upon interrogation, the implantable cardioverter defibrillator exhibited premature battery depletion. Battery longevity was 4.3 years on (B)(6) 2017 and was 3.6 months on (B)(6) 2017. The device was replaced. The patient was stable before, during, and after the procedure.